Event description:
It was reported that a 2.8x19mm graftmaster stent delivery system was unable to be delivered to the left anterior descending (lad) perforation due to anatomy. The stent was not deployed and the device was removed without reported issue. Reportedly, the graftmaster did not cause or contribute to adverse patient effects. Balloon angioplasty was performed, successfully sealing the perforation. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device initially reported as returning, was not returned. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for failure to advance reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.